Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference oversensing which caused pacing inhibition and the patient to exhibit syncope. No intervention was performed. The patient's condition was unknown.